Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) would not charge. The patients ipg was explanted and the explanted ipg will not be returned.